Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and the internal battery did not charge. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board needs replaced to address the issue.